Event description:
A lumbar epidural was placed uneventfully for a pt in labor. Pt spontaneously delivered a viable healthy infant later that day. During removal of the epidural catheter by the rn, approx 2-4 cm of the catheter tip broke off. The pt experienced no untoward after-effects or symptoms of the imbedded catheter. Pt was discharged home in good condition with instructions to call if any signs or symptoms of neurological abnormalities, infections, or other problems.